Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer was recommended to replacing the proportional solenoid valve (psol). The customer acknowledged, and informed they would repair the unit themselves.

Event description:
It was reported that a ventilator generated an inoperative error message. There was no patient involvement.